Event description:
It was reported after the surgeon performed the final tightening on the cap, the caudal screw came out while he was attempting to break off the screw tabs. The cap/rod combo was locked down on the cephalad screw and upon removal of this screw, it was evident that the hinged cap and rod had separated as well. The device broke over the open incision while the surgeon was using it. The surgeon implanted new hardware and there was no mention of any harm to the pt. There was a 20 minute surgery delay reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.